Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had error. Customer's blood glucose level was unknown at the time of incident. Device will be returned for the analysis.

Manufacturer narrative:
Initially the device was able to pass the displacement test but on subsequent rewinds the motor returned a no motor movement or negligible movement. Retries to free a stuck motor failed error. Upon further inspection, the force sensor and the inside of the motor end cap had what looked like some white paint or white out on it. On top of this, the white wire leading to the aa battery connector was cut. Unable to perform prime, basic occlusion, force sensor, and occlusion tests because the device is unable to complete the rewind process.